Manufacturer narrative:
Additional model information: concomitant medical device: the following device was used in conjunction with the cns: model #: mu-631ra, serial #: (B)(4), device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) is showing one bedside monitor (mu-631ra, (B)(4)) in intermittent communication loss (comm loss). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is showing one bedside monitor (mu-631ra, (B)(6) in intermittent communication loss (comm loss). According to the customer, the bedside is not in signal/comm loss currently. Technical support (ts) is working with the customer to resolve the reported issue. There was no patient injury reported. Investigation summary: the customer reported that they found one of their wmts splitters to be defective and replace the splitter to resolve the issue. No further issues were reported after the splitter was replaced. As the splitter was not returned for evaluation, root cause cannot be determined. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have any information to provide. B6 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have any information to provide. B7 attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I don't have any information to provide. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: mu-631ra. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Manufacturer references # (B)(4).

Event description:
The customer reported that the central nurse's station (cns) is showing one bedside monitor (mu-631ra, sn (b(6)) in intermittent communication loss (comm loss). There was no patient injury reported.